Manufacturer narrative:
Insulin pump failed the displacement test units left on status screen 212.4 u and had motor error alarm during rewind due to motor encoder signal out of phase. Insulin pump had cracked reservoir tube lip and a stained address/serial number label.

Event description:
Customer reported receiving a motor error alarm on the insulin pump while driving. He could not recall any significant event leading to this alarm and stated that the insulin pump had not been exposed to a strong magnetic field or MRI. Customer was assisted in clearing the alarm but was unable to rewind the insulin pump. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.